Event description:
It was reported that a malfunction alarm occurred. Customer reverted to using an alternate insulin pump until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.